Manufacturer narrative:
On(B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There is a foreign object inside the hemostatic valve. It was noticed while prepping the table that there is a foreign object inside the hemostatic valve and will not allow the dilator to be advanced. The sheath was replaced and the procedure was continued. The foreign material is stuck inside the sheath and is not visible from the outside. The nurse said the object was white and the sheath was not used on the patient. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the vizigo sheath. Due to foreign material was not observed on the hub the foreign material reported could be related to the hemostatic valve detached but this cannot be conclusively determined. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device 00001501 number, and no internal action related to the complaint was found during the review. Due to the conditions observed in the hemostatic valve, an internal action was opened. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There is a foreign object inside the hemostatic valve. It was noticed while prepping the table that there is a foreign object inside the hemostatic valve and will not allow the dilator to be advanced. The sheath was replaced and the procedure was continued. The foreign material is stuck inside the sheath and is not visible from the outside. The nurse said the object was white and the sheath was not used on the patient. Foreign material is MDR-reportable.